Manufacturer narrative:
The visual examination of the returned device revealed galling marks along the shaft. The observed galling marks indicate that excessive "side-loading" force was exerted onto the device while in use, thus causing discharge of metal fragments. Ascent healthcare solutions' IFU states: "do not apply excessive pressure of side-load the blade during use. Side-loading does not improve performance of the instrument, can dull the blade, and/or product metal particulates". The device history record for the returned device indicates that the shaver passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
The device emitted metal shavings during the procedure. No shavings were left in the patient; and there was no adverse outcome to the patient.